Event description:
It has been reported to philips that host device blue screen error occurred. No harm has been reported to philips. The system was in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host device blue screen error occurred. The fse replugged the memory ghost and host software. After replugging, the system was returned to use in good working order. The codes were updated based on the investigation outcome.